Manufacturer narrative:
E1: reporter phone number - (B)(6).

Event description:
It was reported that a patient had expired during clinical and therapeutic use of a v60 ventilator. Further information states that the patient had alleged difficulty breathing and the device, mask, and breathing circuit were subsequently replaced. It was further noted that the device provided a high rate and high tidal volume alarm in conjunction with a leak of 10 l/min some time prior to the patient expiring. No other information was disclosed. The device and accessories have been determined to be irrelevant to the patient death with no cause and/or contribution of the device to the patient expiration noted or alleged. The customer could not provide the diagnostic report or the event log of the device. Information was provided that the device will not be repaired and there is no plan of action for repair per the customer. No further service was provided by philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened for further investigation and a supplemental report will be submitted as applicable.